Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision for pain and progressive stiffness. The femur was well fixed but the tibia popped off. It is difficult to know whether that was the problem or perhaps metal sensitivity.

Manufacturer narrative:
(B)(4). Investigation summary: no device or product details were received. Depuy synthes considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.